Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lower part detached itself- oral b dual clean replacement brush heads [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on 26-jan-2017 that the lower part of the oral-b dualaction brushhead (oral b dual clean) detached itself after using it for a few days. No symptoms developed. The consumer reported he had previously used this exact version of toothbrush head. Concomitant product: oral-b rechargeable toothbrush, version unknown.